Event description:
It was reported that there was an extravasation due to a double tear, 10cm from the port chamber. The patient developed sub clavicular swelling, plus infection as part of the follow-up, small extravasation, not excluding the chemotherapy. The first symptom developed on (B)(6) 2024. The event occurred during chemotherapy and the product was handled by the personnel. The port was changed on (B)(6) 2025 and another one was installed for the residual infection. As a result of the incident, the patient was subjected to topical open wound treatment, port removal, ab-therapy and was admitted to the (B)(6) hospital between (B)(6) 2025. The event caused a delay in the palliative chemotherapy.

Manufacturer narrative:
E1 phone number: (B)(6). B3: date of event is unknown; no information has been provided to date. H3, other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.